Manufacturer narrative:
No further info is available on the repair of the bed at this time.

Event description:
The account alleged the head section would not lower and was in a raised position. No injury reported.